Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were greater than 200 ohms. The patient was brought in and all configurations were tested. Reprogramming was performed and the rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.